Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus serial number (B)(4). At 1:30 pm, the result from the laboratory using neoplastine ci plus reagent was 2.4 inr. Two hours later, the result from the meter was 3.8 inr. The therapeutic range was 2.0-3.0 inr, and the customer tests weekly.